Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in intrinsic amplitude and loss of capture due to a microdislodgement. The patient underwent a surgical intervention to reposition the lead, which remained in service. No additional adverse patient effects were reported.